Manufacturer narrative:
(B)(4).

Event description:
It was reported pt complained of intermittent stimulation, soreness and occasional shocking at the battery site. It was stated pt was in a car accident in november and was reprogrammed at that time, but apparently the stim sensation disappeared on the way out of the clinic. It was noted a series of impedance checks were done and group impedance checks utilizing all voltage capabilities offered. There were no abnormalities with regard to impedances. It was stated when pt had her car accident the car flipped three times, so it was suspected to be a result of the accident. Pt denied any swelling or puffiness at the pocket site of the battery and could not correlate any loss of stimulation with positional changes, other than the ordinary need to increase and decrease the amplitude settings. Add'l info was requested and will be provided when available.